Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the set screw was missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: m3.5 screw. The item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown when the screws came to be missing. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is february 10, 2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) insertion handles for low bend, medial distal tibia plates (one right, one left) are missing a set screw. Both devices are missing the small screws that go into the guide in order to attach to the plate, thus rendering the instruments unusable. The issue was discovered during set check of the devices upon receipt of the shipment. No patient or procedural involvement. This report is 1 of 2 for (B)(4).